Event description:
Report received from abbott intl affiliate (abbott new zealand) of an overdelivery. The report states: "pca pump programmed to 2/2/5 (2mg/ml/2mg bolus dose/5 min lockout) using morphine. Pump set up, first time the pt pressed the pendant for a bolus, the pump made a loud noise and showed a "malfunction" message. The pump was turned on and off by the nursing staff, a self check was performed and found to be ok. The pump was re-programmed to 2/2/5. At some later time, the pt pressed the pendant for a bolus dose - the machine delivered 2mg (as programmed) then made a high pitched noise and switched over automatically to continuous infusion mode. The pump was immediately removed from the pt." It was reported that the pt "experienced no problems." No add'l info is available.